Event description:
Same as manufacturing number 6000093-2004-01557. It was reported that 1 1/2 hours following a coronary drug eluting stenting treatment procedure, the pt experienced a stent thrombosis. In 2004 the pt had 2 targeted lesions in the left anterior descending (lad) artery. One lesion was 90% occluded and the other was 75% occluded. The pt was given asa prior to the procedure, plavix was not adminstered. In the cardiac catheterization lab (ccl) the pt was given 10,000 units of heparin and pre-dilated with a 2.5 x 15 mm maverick balloon. A taxus express2 2.5 x 24 mm drug eluting stent was deployed mid lad at 10 atms for 10 seconds. Another taxus express2 2.5 x 24 mm drug eluting stent was placed in the proximal lad at 15 atms for 27 seconds. The two implanted stents were overlapping and the final stent positions were noted as well positioned and well apposed. Plavix was started post procedure. The pt cp level was 8 on a 1-10 scale. At 1543 hours (1 1/2 hours following the procedure) the pt was returned to the ccl because pt was experiencing jaw pain and angina. An act taken at 1544 hours was 179 seconds. The act at 1557 hours was 362 seconds. The physician believes the thrombosis found was related to the stent. Medications given included heparin, reopro, nitroglycerin, and plavix. The act was 362 at 1609 hours. Four balloon inflations were performed with a 2.5 x 15 mm maverick for a total of 1 minute and 50 seconds ranging from 6-14 atms in the lad. A guidant 2.0 x 18 mm pixel stent was placed in 1st diagonal artery at 17atms for 35 seconds. The pt was later discharged on a plavix regimen.